Manufacturer narrative:
The device and the electrode pads used during the event were returned to zoll medical corporation for evaluation. The customer's report was observed during review of the event activity log. The log confirmed the device had been providing warnings regarding the expired pads since 4/8/2022, and warnings about the error ec501 since 9/6/2023. The returned pads were tested and found to be expired by greater than two years. The pads were scrapped. It is recommended the main board be replaced as a precaution. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
This device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device displayed an "ECG fault -501" error message. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.